Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during drain 1 of 2. During troubleshooting for the ldv alarm, the home patient (hp) indicated that there was a leak and there was fluid on the floor. The tsr assisted the hp with ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that he did not note anything unusual about his supplies that night and he did not know where the leak had come from. There were no samples available and he did not recall the lot. Therapy since has been going well and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a leak was not confirmed and a root cause could not be determined.